Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise was observed on the ventricular channel. Preliminary analysis results confirmed the reported behavior. The noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials. However, a ventricular lead issue could not be excluded.

Event description:
Reportedly, noise was observed on the ventricular channel. Preliminary analysis results confirmed the reported behavior. The noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials. However, a ventricular lead issue could not be excluded.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, noise was observed on the ventricular channel. Preliminary analysis results confirmed the reported behavior. The noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials. However, a ventricular lead issue could not be excluded.

Manufacturer narrative:
Please refer to the analysis report.